Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 977mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. The time, date, settings, and programming were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and pressed. Advised the caller to remove the cannula, and it was not bent. Reminder the customer to change the infusion set every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.